Event description:
The customer reported that the device shutdown unexpectedly during a cardioversion while on m3516a battery power. The users switched battery and continued the procedure. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.